Event description:
Reference manufacturer report number 3006705815-2019-01966. It was reported that the patient had a fall, after which the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned in place. Postoperatively, the patient has effective therapy.